Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5volts for four consecutive hours due to connector resistance on the electrical board. No unexpected pump error 42 or pump error 37 alarms noted during testing. Unexpected pump error 29 alarmed during testing, pump error 75 alarmed during selftest, pump error 68 alarms after battery insertions, pump error 49 alarms after battery insertion and pump error 23 alarms after battery insertion due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the device was monitored and functioned properly. Moisture damage on motor home switch and corrosion on force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump keep falling. Troubleshooting was not completed. Customer had several errors. The first one was post-rest ram crc alarm. The second was history pointers keeping failing. The third one was trace pointers were invalid. The fourth one was power error detected. The fifth one was unexpected hardware reset occurring. The sixth one was drive counting error boundaries exceeding after movement. The seventh one was drive count values changes incorrectly. Insulin pump will be returning for analysis.